Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 401 mg/dl and when he went to take a bolus, his screen was blank on the insulin pump. Customer stated that he changed the battery and got another blank screen. Customer changed the battery again and received a battery out limit alarm. Customer stated that he is feeling fine at this time. Customer declined troubleshooting for the high blood glucose, blank display, and battery out limit alarm.